Event description:
It was reported that the ventricular lead exhibited a rise in capture thresholds to 2.5 v. Historically the ventricular capture thresholds were consistent at 0.5 v. The patient had a mammogram performed recently.

Manufacturer narrative:
No medwatch form was received.